Manufacturer narrative:
Concomitant: product ID 39286-65, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 3708140, serial# (B)(4), implanted: 2013-(B)(6), product type extension. Product ID 3708140, serial# (B)(4), implanted: 2013-(B)(6), product type extension. Product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient experienced a shocking/jolting sensation. The patient received a shock in 2014-(B)(6) when in water and touching a non-grounded wire. The implantable pulse generator (ipg) would not hold a charge since. If the problem continued, troubleshooting was going to occur with the recharger. Impedances were checked and found to be normal. Follow-up determined that no further troubleshooting had been scheduled as of 2014-(B)(6) and no further information was known. This event will be updated if additional information is received.